Event description:
The balloon on the gynecare thermachoice uterine balloon therapy device was checked at the beginning of the procedure. The balloon would not fully fill with d5w. The side of the balloon appeared "melted" and somewhat stuck to the device, only able to be safely, at best, partially inflated. The device was never used on the pt. A new device was opened with the same lot number and no further issues were noted. Diagnosis or reason for use: uterine ablation.